Event description:
Pt was dropped from mobile lift system, striking their head on some surface. Pt was administered first aid immediately and it was noted that his airway and his pupils were okay. Pt was taken by ambulance to hospital. One caregiver noted that hospital never said he was bad but "we knew that he (pt) was going down for the last year. He had tumors, encephalitis and shunts." Pt died at hospital approx 13 hours after event.

Manufacturer narrative:
After the incident, a company rep was sent to investigate the incident on (B)(4) 2013. Interviews were conducted with the two caregivers involved and the director of the daycare. Pt was feeling bad and was about to be sent home when he indicated that he needed to be changed. His oxygen tubes were removed and he was unbundled from his wheelchair. He was placed in the lift system and was checked that he was secure and he indicated that he was. The safety band was not used. He was moved to the changing table and was turned sideways (perpendicular) with one nurse operating the device. Within 2 inches of pt being over the table, he was coming out of the system. The second caregiver was not with the pt and was too far to help pt. Pt dropped out of the system, falling backwards and hitting his head. According to the director, due to medical condition, the pt was probably not suitable to be transferred with the used lift system. Device was evaluated and found to be in compliance with specifications outlined in the MFR's yearly inspection guidelines for safe working conditions.